Event description:
It was reported that the physician implanted the right atrial (ra) lead and the right ventricular (rv) lead but removed them due to non-stop bleeding from the pocket. The pacemaker pocket was bleeding during the procedure and would not stop. The physician held pressure but bleeding from the pocket continued. The physician then decided to remove the leads and hold further pressure in an attempt to stop the bleeding. Due to the bleeding that was not stopping, the physician abandoned the implant attempt. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.